Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. During repositioning the physician broke the lead while cleaning it with water. The lead was replaced. The patient's condition was - good - before and after the event.